Event description:
It was reported to medtronic neurosurgery that the product was found to be leaking during surgery. A new one was used to complete the surgery and there was no patient impact.

Manufacturer narrative:
The returned valve was patent. It did not meet requirements for the leakage test. Three tears were observed on the device: one on the proximal occluder, one on the siphon control device¿s casing, and one of the siphon control device¿s top membrane. The damage precluded the siphon, reflux, pressure-flow, and preimplantation tests. It is unknown how or when the damage occurred. The instructions for use that accompanies the device states that ¿use of sharp instruments while handling these devices can nick or cut the silicone elastomer.¿ a review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. (B)(4).